Manufacturer narrative:
The serial number of the second c503 analyzer is (B)(6). Medwatch field d4 serial number has been updated. The customer reported they received discrepant results for five additional patient samples tested for calcium gen.2 (samples 2-6) on both c503 analyzers. The customer repeats samples if the calcium results are considered pathological. Sample 2 resulted in a calcium values of 12.2 mg/dl and 8.5 mg/dl when tested on the second c503 analyzer on (B)(6) 2025. When tested on the first c503 analyzer, the calcium result was 8.5 mg/dl on (B)(6) 2025. Sample 3 resulted in calcium values of 12.7 mg/dl and 10.1 mg/dl when tested on the second c503 analyzer on (B)(6) 2025. When tested on the first c503 analyzer, the calcium result was 9.0 mg/dl on (B)(6) 2025. Sample 4 resulted in calcium values of 12.9 mg/dl and 9.1 mg/dl when tested on the second c503 analyzer on (B)(6) 2025. When tested on the first c503 analyzer, the calcium result was 9.3 mg/dl on (B)(6) 2025. Sample 5 resulted in calcium values of 12.2 mg/dl and 8.2 mg/dl when tested on the second c503 analyzer on (B)(6) 2025. When tested on the first c503 analyzer, the calcium result was 8.2 mg/dl on (B)(6) 2025. The patient's historical calcium results were 8.1 - 8.3 mg/dl. For samples 2 - 5, no questionable results were reported outside of the laboratory. The results from the first c503 analyzer were considered correct. After testing for samples 2-6, the field service engineer checked the second c503 analyzer and determined the was station was not functioning correctly. Probe tubing was replaced and a check valve was replaced. Precision studies were performed and were acceptable. The issue with sample 6 was reported after the service actions were performed on the second c503 analyzer. Sample 6 initially resulted in a calcium value of 14 mg/dl and it repeated as 9 mg/dl. It was asked, but it is not known which analyzer was used for each measurement.

Manufacturer narrative:
The first measurement was performed with calcium reagent lot 850545 and the second measurement was performed with calcium reagent lot 836417. The reagent expiration dates were requested, but not provided. A review of alarm trace data showed no relevant alarms on the day of the event. Calibration and controls were acceptable. A water quality issue can be excluded as the customer's laboratory water system was checked and it was fine. The field service engineer calibrated the probe and wash station. After adjustment of the hardware, the instrument is working within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The customer also noted they were having issues with patient sample recovery on other tests, but no details were provided. The customer stated they were having issues with the deionizer pressure of their laboratory water system. The sample initially resulted in a calcium value of 9 mg/dl. When repeated on a second c503 analyzer, the calcium result was 12 mg/dl. The customer did not know which value was correct.

Manufacturer narrative:
The customer stated they received discrepant calcium results for two additional patient samples (samples 7,8). Sample 7 was initially tested on c503 serial number (B)(6), resulting in a calcium value of 11.3 mg/dl. The sample was repeated on c503 serial number (B)(6), resulting in a value of 7.9 mg/dl. Sample 8 was initially tested on c503 serial number (B)(6), resulting in a calcium value of 8.6 mg/dl. The sample was repeated on c503 serial number (B)(6), resulting in a value of 11.0 mg/dl.

Manufacturer narrative:
The customer reported they received discrepant calcium results for one additional patient sample (sample 15) tested on both systems. Sample 15 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 12.7 mg/dl. The sample was repeated on c503 serial number (B)(6) on (B)(6) 2025, resulting in a value of 9 mg/dl.

Manufacturer narrative:
The serial number of the first c 503 analyzer has been corrected to 2313-06. Medwatch field d4 is updated. Calcium calibrations and controls were acceptable on the first c 503 analyzer. A general reagent issue could be excluded. A laboratory water system issue could be excluded. The investigation determined the issue is consistent with both an issue with pre-analytic sample handling and a hardware issue. The laboratory centrifuges samples multiple times and this can cause separator gel fragmentation in the tube, leading to probe contamination. The laboratory staff also noted that tube fill levels are not always correct. There is a high probability of reagent carryover as the most up to date carryover evasion washes were not programmed on the analyzer. Internal data also showed that high water pressure in the analyzer was negatively impacting rinsing. Abnormal reagent compartment temperature alarms and pump pressure exceeding limits alarms were also noted.

Manufacturer narrative:
On the second c503 analyzer (serial number (B)(6)), there were no relevant alarms on the day of the event. Calibration and quality control data were acceptable. A general reagent lot issue can be excluded. For the second c503 analyzer, the investigation determined the service actions resolved the issue. The customer reported they received discrepant calcium results for 6 additional patient samples (samples 9 - 14) tested on both systems. Sample 9 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 11.9 mg/dl. The sample was repeated on the same analyzer on (B)(6) 2025, resulting in a value of 8.6 mg/dl. Sample 10 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 12 mg/dl. The sample was repeated on the same analyzer on (B)(6) 2025, resulting in a value of 8.9 mg/dl. Sample 11 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 12.4 mg/dl. The sample was repeated on c503 serial number (B)(6) on (B)(6) 2025, resulting in a value of 8.8 mg/dl. Sample 12 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 12.9 mg/dl. The sample was repeated on c503 serial number (B)(6) on (B)(6) 2025, resulting in a value of 9.2 mg/dl. Sample 13 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 14.1 mg/dl. The sample was repeated on c503 serial number (B)(6) on (B)(6) 2025, resulting in a value of 10.3 mg/dl. Sample 14 was initially tested on c503 serial number (B)(6) on (B)(6) 2025, resulting in a calcium value of 10.7 mg/dl. The sample was repeated on c503 serial number (B)(6) on (B)(6) 2025, resulting in a value of 13.7 mg/dl. The sample was repeated on 503 serial number (B)(6) on (B)(6) 2025, resulting in a value of 9.5 mg/dl. The result of 9.5 mg/dl was reported and corresponded to the patient's clinical history.